Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum a+ presented an overdeliver. The nursing supervisor for oncology was present when the medication was found to have finished earlier than expected, 45 minutes ahead of schedule. The medication had been administered the previous day at 12:50, meaning the infusion was completed faster than planned. Immediate notification was made to the service head, the oncology coordinator, and the attending physician. Subsequently, the nursing assistant reported the issue to the biomedical team, who proceeded to change the infusion pump in the room. Upon reviewing the date and time of collection, it was found that the time was delayed by 54 minutes, while the date was correct. Medication: mesna, 906 mg in 500 ml of normal saline. Infusion rate: 20,8 ml/h over 24 hours, with the infusion scheduled to end on (B)(6) 2025. After the incident was detected, a greater intensity of chemotherapy side effects, such as nausea and vomiting, was observed. However, there was no delay in the treatment. The infusion was completed ahead of schedule, and thereafter, the treatment continued within the time frames established by the treating physician. There was no patient harm.

Manufacturer narrative:
After further evaluation it was determined that this complaint is a duplicate of MDR MFR number 9615050-2025-00186. Please consider this report (MFR MDR# 9617594-2025-00767) void.